Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath inside the dispenser hoop. Visual inspection of the device revealed that the delivery wire was kinked, likely due to handling. The tapered section of the distal introducer sheath was noted to be cut, the main coil was broken and stretched near the main coil junction. The main coil suture was broken as well. Functional testing could not be performed due to the damaged condition of the returned coil. Product analysis of the returned device showed the distal tip of the introducer sheath was cut and as the tapered introducer sheath was cut/damaged, the main coil could not be transferred correctly therefore resulting in the observed main coil break and originally reported coil friction. Per the device dfu: "open the rhv on the microcatheter and insert the tapered distal end of the introducer sheath through the rhv and into the hub of the 2-tip infusion microcatheter until the sheath is firmly seated. A slight buckling of the introducer sheath indicates proper positioning. Tighten the rhv around the introducer sheath to prevent the back flow of blood, but not so tight as to damage the coil during its introduction into the catheter". Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
Analysis of the returned device noted that the main coil was broken. No consequences to the patient were reported.